Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported two different patient events involving the olympus device. The first patient event included a retained broken needle part identified after the procedure and the second patient event (B)(6) included a broken needle retrieved from patient during the procedure. For the first patient, the customer reported to olympus during an endobronchial ultrasound puncturing of the right lymph nodes, the subject device broke. No specific details were provided regarding the broken device. The intended procedure was completed with the same device without any procedural delays. It was thought the broken pieces were retrieved from the patient. The patient complained of pain after the procedure on an unknown date. A computerized tomography (CT) scan was performed and an 18mm plastic part of the needle was found inside the patient. The patient had an unspecified procedure (B)(6) 2022 to remove the broken device. The customer reported it was "stuck very deep" in the patient. The patient is "fine" and has returned back home. This complaint includes two reports: patient identifier (B)(6) for patient 1 and the retained needle. Patient identifier (B)(6) for patient 2 and difficulty using the needle. This report is 1 of 2 for patient identifier (B)(6) and patient 1 with the retained needle piece.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. New information added to the following fields: h6, h10. Initial report correction to g3: jan 31, 2022. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the malfunction was excessive force. No probable cause for adverse events since the device was not returned for evaluation. According to the instructions for use, this event may have been prevented: page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.